Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that before surgery, during testing, the unit was not running smoothly, it was jumping and intermittent. There was no patient involved. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the reciprocating arm was jumping but the motor rpms were within specifications, the motor, reciprocating arm, and needle bearing were corroded, the control lever ball plunger was worn, the lever, swivel, and control bar were loose, and the control bar was not in the correct position. The motor, sleeve, eccentric shaft, swivel, lever, ball plunger, dowel pin, poppet spring, planetary carrier, planetary gear, hinge throttle gasket, o-ring, screw seal, screws, bearing spacer, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-1002552. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time, on (B)(6), 2025, the unit was not running smoothly, it was jumping and intermittent. There was no patient impact or delay reported. Due diligence is in progress.